Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose while asleep leading to convulsions; the spouse administered oral glucose tablets instead of using the available emergency glucagon, after which the user regained consciousness and subsequently experienced an elevated glucose before returning to range; the ilet system was in use and the reported treatments included oral glucose. Symptoms included hypoglycemia, loss of consciousness, diaphoresis, muscle weakness, convulsion/seizure, and hyperglycemia following correction. Outcomes included an unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available related to the device, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.